Event description:
It was reported that a core wire detachment occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was being implanted. During the third partial recapture of the closure device, the core wire became detached while in the flx ball formation halfway outside of the watchman fxd curve access system (was). The closure device was likely manipulated accidentally by the physician during the process of recapturing and deployment, resulting in the core wire to be released from the closure device. Fluoroscopy showed the closure device detached several inches away from the threaded insert of the closure device within the was. The core wire was advanced and reattached into the threated insert of the closure device for recapture. The closure device was removed, and a new closure device was used to successfully complete the procedure. No patient complications were reported.